Event description:
The patient called alleging that the meter displayede an error 2 message. Since they were unable to test their blood glucose they treated themself with insulin. No information on how much insulin they injected. On the way to work, the3 patient was not feeling well. They felt tired, aggravated and experienced numbness. They went to the ER on the way to work and their blood glucose was 330 mg/dl in the hospital. The patient was treated with insulin and some other tests were done. Catscan and MRI. The patient also experienced a minor stroke. The technique of applying blood on the test strip was correct. The test strips were in good condition. Customer service had the patient retest and teceived an error 2 message. Customer service was unable to resolve the issue and sent the patient a replacement meter. There is no information on the patient's diabetes regimen, whether the patient takes takes a set amount of insulin or is on the sliding scale. There is also no information on how long the patient was unable to test on their meter. The patient experienced hyperglycemia: however, it was not due to the meter readings, since the patient did not take insulin based on the error 2 reading.